Event description:
It was reported that the patient possibly had a flipped pump. The drug delivered via pump was unknown. No further information was obtained. Additional information had been requested, but was not available as of the date of this report.

Event description:
Several attempts were made to obtain further information but were unsuccessful as the reporter did not have any further information to provide on the patient or the event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).